Event description:
Reporter stated obtaining erratic results from blood glucose monitoring device. Reporter stated when looking at the test strip vial, the label was rubbed off and the lot number was not readable. No treatment received. A request was made for the suspect product and replacement product was sent.